Event description:
It was reported that there was an impedance reading of zero on the atrial lead, and no measurable p-waves. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that all conductors distorted, the proximal conductor was cut, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the inner insulation was breached cut, the inner insulation was torn, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched.